Event description:
It was also reported that the right ventricular (rv) lead exhibited undersensing on electrograms (egm) and high thresholds. It was further noted that mode switches occurred. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.